Event description:
It was reported that they were getting patient line open alert (alert 01) on an arctic sun device. Patient had been on therapy for a while. Pump hours were 2082, system hours were 2460, flow rate was 0lpm, inlet pressure was -0.5psi and circulation pump command was 100 percentage. Water level was 3 bars. Stopped therapy, emptied and disconnected pads. Started therapy in manual mode. Flow rate was 1.9lpm, inlet pressure was -7.0psi, circulation pump command was 100 percentage. Device gave cold water exposure alert . Connected left chest pad. Flow rate was 0lpm, inlet pressure was -0.3psi, circulation pump command 100percentage. Disconnected left chest pad. Connected left thigh pad and read flow rate was 0lpm, inlet pressure was -1.6psi, inlet pressure was 100percentage. Disconnected left thigh pad. Connected right thigh pad. Inlet pressure was -2.3psi. Confirmed no visible damage to fluid delivery line. Suggested changing to another device if available. If flow low, change pads. Suggested sending device to biomed labeled low flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive as no sample was received. A potential root cause for this failure could be "misconnection of supply and return lines". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that they were getting patient line open alert (alert 01) on an arctic sun device. Patient had been on therapy for a while. Pump hours were 2082, system hours were 2460, flow rate was 0lpm, inlet pressure was -0.5psi and circulation pump command was 100 percentage. Water level was 3 bars. Stopped therapy, emptied and disconnected pads. Started therapy in manual mode. Flow rate was 1.9lpm, inlet pressure was -7.0psi, circulation pump command was 100 percentage. Device gave cold water exposure alert. Connected left chest pad. Flow rate was 0lpm, inlet pressure was -0.3psi, circulation pump command 100percentage. Disconnected left chest pad. Connected left thigh pad and read flow rate was 0lpm, inlet pressure was -1.6psi, inlet pressure was 100percentage. Disconnected left thigh pad. Connected right thigh pad. Inlet pressure was -2.3psi. Confirmed no visible damage to fluid delivery line. Suggested changing to another device if available. If flow low, change pads. Suggested sending device to biomed labeled low flow.